Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Information contained in this report was previously submitted through asr on 19/oct/2015. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further investigation results: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(4) was manufactured under controlled conditions in accordance with allergan medical procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30015152 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for the period of july 2013 through june 2015, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to costa rica manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time. Device evaluation: analysis of the returned device identified: crease fold, opening on posterior and yellow particles in the shell. Leak test and microscopic analysis was performed which identified: crease smooth opening, striated opening, wear abrasion and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on posterior assessed as fold flaw opening. A striated opening assessed as surgical damage consist in the use of some surgical tool. Wrinkles (creases) are observed but have no relationship with manufacturing. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and infection.

Event description:
The patient reported right side slow deflation, swelling, inflammation, fever, allergic reaction, possible infection and nipple area is sensitive, redness, ripples, pockets and sutures that popped, skin pulling, they can feel the edges of the implant on all sides and looks deformed. Device has been explanted.